Manufacturer narrative:
Product ID 977c165, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. ((B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient's revision was done, and move their ins from the backside to her right flank. During the procedure, the physician while dissecting, clipped a little of the lead. Intraoperatively, the rep did a test and said the system said several electrodes had high impedances. Fortunately, many of the electrodes were functioning were helpful therapy. The patient did not consult for lead revision. Thus, physician decided to see how therapy goes. There is a good chance the lead may need to be replaced in the future. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the rep got a call from the hospital stating that there was a revision scheduled for (B)(6). The rep said that the implant location needed to be moved but they did not know why. No symptoms were reported. No further complications were reported.